Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of bent cannula with an infusion set after being used for 8 hours. The site of insertion was reported to be abdomen and was rotated regularly. It was also reported that the patient had to be admitted to the hospital as the patient's blood blucose level was reported to be 397 mg/dl. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.